Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed shortness of breath and chest pain a few days post-implant. The patient was hospitalized and a chest tube was placed for a right hydropneumothorax. The patient was discharged the next day. The leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.